Event description:
During an interventional cath, the rotafloppy wire used for coronary rotational arthrectomy became lodged in calcified plaque in the right coronary artery. When the physician attempted to dislodge the wire with the aide of balloon support the tip of the wire broke off the body of the wire. Attempts to remove were unsuccessful so the patient performed a pta and placed a stent. The stent was deployed covering the distal tip of the rotafloppy wire so that it was between the vessel wall and the stent. It was felt that the broken tip was left in as the risk of removal was far greater than leaving it in the manner described.